Event description:
Additional information received from the customer reports there was a loading issue.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and returned in the bottom of the case. The rest of the lens has been cut into three pieces, typical of insertion and removal. A small scratch is observed near the center of the optic. One piece has a split from the edge towards the middle of the piece. Product history records were reviewed and the documentation indicated the product met release criteria. The reported scratch damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was implanted and immediately removed during the initial procedure due to scratches. There is no reported patient impact. Additional information was requested.